Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings:during investigation, the keypad was found to be intact; no peeling or tears were observed. The keypad symbols were worn, which has no effect on insulin delivery. During testing, the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. No keypad buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display. A test screen was inserted and was found to function properly.